Manufacturer narrative:
Device issue with inomax dsir# (B)(4). The device investigation was completed on 13-july2015: inomax dsir# (B)(4) was returned to the manufacturer for service investigation. Following the regional service center (rsc) investigation, including a service log review and subsequent performance testing, the reported complaint was confirmed. The complaint was addressed during service. Secondary finding unrelated to the reported complaint: the service log review also showed a delivery failure (df) raised, due to main supply voltage out of tolerance, valid range: 2435 to 4075 counts and actual value: 2435 counts. The low battery alarm did not alarm greater than 10 minutes before the df alarm was raised, consistent with an out-of-calibration state of charge (soc) controller in the battery; as a result the rsc replaced the battery. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report is smart battery fuel gauge drift. This condition will be tracked and trended under the company's quality system. This device was not in use on a patient; however this report is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2014-00002).

Event description:
Smart battery fuel gauge drift (device issue). Case description: on (B)(6) 2015, a respiratory therapist (rt) in the (B)(6) contacted the company regarding a device issue with inomax dsir# (B)(4). The device was not in use on a patient. Inomax dsir# (B)(4) was removed from service and returned to the company for service evaluation. Case comment: 20-july-2015: this is a non-serious, post-marketing device report. While conducting a service investigation for an issue with inomax delivery device dsir, a delivery failure triggered by a smart battery fuel gauge drift was detected in the service log. No adverse events associated with the smart battery fuel gauge drift were reported. The case is considered reportable because a previous, similar event had been associated with serious adverse patient consequence (index case MDR #3004531588-2014-00002).